Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continue cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to a disconnection of the patient¿s pd catheter (not a fresenius product) from the liberty cycler set. The connection was improperly tightened, and it disconnected when the patient changed position in bed. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.

Event description:
On 7/oct/2022, fresenius became aware this 51-year-old female patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s >1000) were collected, and the patient was diagnosed with peritonitis. The patient is currently being treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, durations not provided). The patient¿s peritoneal effluent culture result was negative at the 72-hour mark, and the patient¿s antibiotics are being continued. The pdrn attributed causality to a loose connection between the patient¿s pd catheter (not a fresenius product) and the liberty cycler set. The connection was loose (not tightened properly), and it disconnected when she rolled over in bed (occurred at night on (B)(6) 2022). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Correction: g1

Event description:
On 7/oct/2022, fresenius became aware this 51-year-old female patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s >1000) were collected, and the patient was diagnosed with peritonitis. The patient is currently being treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, durations not provided). The patient¿s peritoneal effluent culture result was negative at the 72-hour mark, and the patient¿s antibiotics are being continued. The pdrn attributed causality to a loose connection between the patient¿s pd catheter (not a fresenius product) and the liberty cycler set. The connection was loose (not tightened properly), and it disconnected when she rolled over in bed (occurred at night on (B)(6) 2022). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Correction: b5

Event description:
On 7/oct/2022, fresenius became aware this 51-year-old female patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (white blood cells >1000) were collected, and the patient was diagnosed with peritonitis. The patient is currently being treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, durations not provided). The patient¿s peritoneal effluent culture result was negative at the 72-hour mark, and the patient¿s antibiotics are being continued. The pdrn attributed causality to a loose connection between the patient¿s pd catheter (not a fresenius product) and the liberty cycler set. The connection was loose (not tightened properly), and it disconnected when she rolled over in bed (occurred at night on (B)(6) 2022). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a loose connection between the patient¿s pd catheter (not a fresenius product) and the liberty cycler set. The connection was loose (not tightened properly). The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed also a non-adherence to aseptic technique during ccpd therapy. In addition, the user guide was reviewed, and it states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. In addition, the insert label states," ensure connections are secure prior to treatment.¿ there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
On (B)(6) 2022, fresenius became aware this 51-year-old female patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s >1000) were collected, and the patient was diagnosed with peritonitis. The patient is currently being treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, durations not provided). The patient¿s peritoneal effluent culture result was negative at the 72-hour mark, and the patient¿s antibiotics are being continued. The pdrn attributed causality to a loose connection between the patient¿s pd catheter (not a fresenius product) and the liberty cycler set. The connection was loose (not tightened properly), and it disconnected when she rolled over in bed (occurred at night on (B)(6) 2022). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.